Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber identified the fiber tip to be degraded and identified a fracture within the sub miniature a (sma) connector. The fiber body measured 278.1 cm and the fiber tip measured 6 mm. The tip appeared degraded, and the fiber jacket was stripped. When connected to the laser console, there was no light present from the sma connector, indicating that there was a fracture within the connector. A messaged was displayed: applicator has been used 8 times. Fracture within the sma connector can occur during procedural handling of the fiber during setup, use, or reprocessing. The fiber connector may develop a microfracture that with use or handling can become larger resulting in an insufficient aiming beam and low laser energy output, up to a complete inability for the fiber to fire. The instructions for use (IFU) states: in the event of no output energy fiber connector may be hot to touch. The investigation did not identify any abnormality in manufacturing or design from the risk review and device history record (DHR) review. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the fiber stopped breaking stones. It had 8 uses. The procedure was completed using another fiber without patient complications. Analysis of the returned device identified that there was a fractured connector.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber identified the fiber tip to be degraded and identified a fracture within the sub miniature a (sma) connector. The fiber body measured 278.1 cm and the fiber tip measured 6 mm. The tip appeared degraded, and the fiber jacket was stripped. When connected to the laser console, there was no light present from the sma connector, indicating that there was a fracture within the connector. A messaged was displayed: applicator has been used 8 times. Fracture within the sma connector can occur during procedural handling of the fiber during setup, use, or reprocessing. The fiber connector may develop a microfracture that with use or handling can become larger resulting in an insufficient aiming beam and low laser energy output, up to a complete inability for the fiber to fire. The instructions for use (IFU) states: in the event of no output energy fiber connector may be hot to touch. The investigation did not identify any abnormality in manufacturing or design from the risk review and device history record (DHR) review. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during a procedure, the fiber stopped breaking stones. The fiber had been used eight times. The procedure was completed using another fiber without any patient complications. Analysis of the returned device identified that there was a fractured connector.